Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg was unable to power on. It was noted that it was unable to power on with known good batteries. It was further noted that it powered off during testing. The main printed circuit board (pcb) was noted to be corroded. It was further noted that the test access label; upper case; keypad; encoder assembly; lower case; liquid crystal display (lcd); display frame; one (1) display grommet, one (1) display frame screw and two (2) main pcb screws were contaminated, hanger was broken and main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service as unable to power on subsequently tested out -of-specification during manufacturer's analysis. There was no patient involvement.